Manufacturer narrative:
No button error alarm was noted. However, the act button was unresponsive due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 381 mg/dl. No significant events leading to the alarm or keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.